Event description:
It was reported that an ongoing cartridge alarm occurred during insulin delivery. The customer's blood glucose level displayed as "high," but a specific value was not provided. To address the high blood glucose level, the customer administered an injection via multiple daily injections. Reportedly, the pump was replaced to resolve issue and customer continued to use the pump for insulin therapy.